Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was received. The device was given a standard diagnostic evaluation during which the "check plunger" error was duplicated. The device received servicing to resolve the error code which required realignment of the plunger gear. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.